Event description:
The customer's wife called to report that the customer passed away in a car accident. The customer had pulled over to check his blood glucose prior to the accident and the reading was 68 mg/dl. The wife did not know why the blood glucose was so low, but also stated that it wasn't considered too bad for the customer. The insulin pump will not be returned for analysis as the customer's wife did not have it with her. She stated that it stayed at the scene of the accident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.